Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. Ge healthcare recommended replacement of the on/standby switch. A price quote was issued to the customer but to date has not been approved.

Event description:
The hospital reported that, during the preoperative checkout, the machine shut down. There was no report of patient involvement.